Event description:
The pt was bilaterally implanted with contour siltex saline mammary prostheses in 1998. Subsequently, the pt experienced a deflation of the left device, capsular contracture in the right breast and bilateral breast pain.